Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The surgery of the sonata ran without complications and the active electrode slid easily through the round window approach into the cochlea. The wound was sutured closed. In situ measurements showed short circuits between the electrodes 4, 9 _ 10. The device was explanted and was replaced by the backup device.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. Electrical measurements could not confirm the active electrode short-circuit observed intraoperatively. DHR and final testing at the manufacturer_s facility showed no abnormality. However, the intraoperatively observed short-circuit could have been caused by mechanical loads applied from externally, a technical defect as well as inadvertent damage from implantation. This is a final report.

Event description:
The surgery of the sonata ran without complications and the active electrode slid easily through the round window approach into the cochlea. The wound was sutured closed. In situ measurements showed short circuits between the electrodes 4, 9 and 10. The device was explanted and was replaced by the backup device.